Event description:
The consumer's son called and alleges the leg cracked in half where it meets the frame. The consumer allegedly fell and reinjured the leg she had surgery on the previous week.

Manufacturer narrative:
Photos of alleged device were received. Review of the photos showed the right rear leg was fractured. The leg appears to have been subjected to a bending load in a forward/inward direction sufficient to cause the failure. No evidence of product malfunction or poor workmanship was observed. Visual evidence suggests the incident was a result of misuse/abuse/error.